Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microdiscectomy. Intra-op, the upper jaw of the micropitutary broke. The broken piece was retrieved; and no fragment of the broken product remained inside the patient. No patient complications were reported.